Event description:
On (B)(6) 2025, orthofix was made aware of the following event that occurred during navigation using the 7d surgical system. According to the reporter, surgeon accepted registration on the l1-2 block that only got good coverage on the left side. The left side screws were placed without issue. When the surgeon moved to the right side, the instrument appeared to be floating. Several unsuccessful registration attempts were made. The surgeon opted to proceed without 7d and switched to an o-arm, resulting in a delay of greater than 30 minutes.

Manufacturer narrative:
The surgeon completed the procedure using intra-operative o-arm imaging. No patient injury was reported. Software log review identified that the issue was likely due to a combination of inadequate exposure of bony surface and too many segments included in the registration. It was noted that blood and soft tissue obscured the lamina surface. The investigation determined that adjusting the registration points to visible bony surface, and shortening the segmental length, resulted in a more accurate registration.